Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during a cataract extraction with intraocular lens (iol) implant procedure, an anterior capsular tear occurred while trying to implant the iol. The iol was still successfully implanted. The initial source document states the cause of the event is the user. Additional information provided by the surgeon that the cause of the event is unknown, but this is not uncommon in cataract surgeries.